Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. Two mitraclip xtw clips were deployed, reducing mr to a grade of 1. However, while retracting the sgc from the left to right atrium, the patient's pacemaker lead dislocated. The physician confirmed that there was no malfunction to the device and the patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to a combination of patient condition and procedural conditions (interaction with pacemaker lead during sgc removal). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a